Event description:
It was reported that the log files were submitted for review. It appeared that the log captured invalid system controller clock alarms throughout the event history due to the date and time being incorrect. The cause of the incorrect date and time was not identified. It resolved as they set the date and time. Review of the log files revealed that the lvad clock was reset and was in sync with the controller clock.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump clock reset, indicating a total loss of power to the device that would have resulted in a pump stop. A specific cause for this event could not be conclusively determined through this evaluation. The submitted log files captured controller clock corrupt alarms due to the system controller's clock having been reset to the default timestamp. The pump's clock was also reset, suggesting that there was a complete loss of power to the system that caused the pump to stop. A specific cause for the clock reset cannot be conclusively determined, as the onset and resolution of the event were not captured in the submitted log files. The pump appeared to function as intended at the stored patient speed throughout the submitted log files. Provided information indicated that the cause of the clock being set to the incorrect date and time was not identified. The event resolved after the customer set the correct date and time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.